Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise and decreased intrinsic amplitudes. The patent was playing judo and doing a groundwork at the time of the shock. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. The system remains implanted.